Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training the ilet displayed recurring low-battery alarms and did not charge while on the charger, with the charger indicator blinking blue; after reseating the device on the charger, the indicator turned solid blue and charging resumed, and a replacement charger was provided. Symptoms included no clinical symptoms. Outcomes included no clinical impact. Investigation included review of device logs and user troubleshooting. Investigation of this case revealed that reseating the device restored normal charging functionality, consistent with a charging connection issue. It was concluded that the event was related to a charger or charging connection malfunction, and the device functioned as expected after correct placement on the charger.